Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
Material #: unknown batch#: unknown it was reported that the bd introsyte autoguard connector was loose. The following information was provided by the initial reporter: it was reported by customer that clinician (radiologic technician) said extension tubing connected to auto guard product would pop off or get loose during power injection. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Clinician (radiologic technician) said extension tubing connected to auto guard product would pop off or get loose during power injection. Comment observed during a voice of customer research study. Comment was general in nature. Clinician was not referencing a specific event did not specify which connector. Clinician expressed some doubt that the extension tubing placed in the emergency department or by the emt was rated for power injection.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: introsyte autoguard. Device failure: connector loose.